Manufacturer narrative:
Device evaluated by MFR: the complaint device was received with a kink observed in the imaging window assembly at 67.1 cm from femoral marker at the proximal end. Fluid was found leaking from an open hole at the lap joint area when the catheter was flushed. The imaging window was still connected to the blue sheath tubing at the lap joint. The telescope assembly was not able to properly pullback or advance. Impedance testing finds that there was no electrical disconnect in the imaging circuit. Full image characterization cannot be performed due to the imaging window detached from the blue sheath tubing at the lap joint seam. The imaging core (ic) or drive shaft was found to have broken off from the rotating hub shaft connector. Windup of the ic was found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that the telescope did not move back to its original position. The opticross imaging catheter was used to visualize an unspecified lesion. It was noted during percutaneous coronary intervention, the telescope did not move back to its original position after pullback. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, returned device analysis revealed an open hole at the lap joint area.